Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The mother stated that the customer had been sick, and may not have been managing her diabetes very well. Troubleshooting was performed, and the insulin pump was programmed, but the mother didn't know if the basal rates were the correct rates. Advised to check with the healthcare professional. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.